Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did meter to lab comparison tests. The tests were done in a fasting state during a routine visit to her doctor. With an hour between her capillary meter test and the venous draw lab test, the results were 142 mg/dl and 266mg/dl, respectively. She did not have any symptoms. Control testing was not done due to lack of supplies. On followup, a control test was done which was in range, 118 (82-123). The lifescan representative discussed cleaning, coding, storage, and coverage with the reporter.